Event description:
Agent ide study: it was reported that in-stent restenosis and myocardial infarction occurred. On (B)(6) 2019, stenosis at the mid left anterior descending (lad) was treated with a 2.50 mm x 20 mm synergy stent. The proximal lad was treated with a 3.00 mm x 20 mm synergy stent. Additionally, a 2.25 mm x 20 mm unknown stent was implanted at distal lad. On (B)(6) 2021, the subject presented to the hospital with unstable angina and was referred for the agent ide study. Coronary angiography revealed that 80% - 90% in-stent restenosis at the mid and distal lad. The target lesion was located at the mid lad was 15 mm long with a reference vessel diameter was 3.0 mm. The target lesion was predilated with a 2.50 mm x 20 mm balloon angioplasty catheter and a laser catheter, resulting into 0% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with a 3.00 mm x 20 mm agent dcb successfully with 0% residual stenosis and timi flow of 3. The next day, the subject was discharged home with aspirin and ticagrelor. On (B)(6) 2023, the subject began experiencing cardiac symptoms and collapsed while working. The subject was immediately taken to emergency, where the subject was noted with ventricular tachycardia cardiac arrest. At the time of the event the subject was on aspirin and ticagrelor, which was continued. At the emergency, laryngeal mask airway was placed, and the subject was defibrillated one time and achieved return of spontaneous circulation. The subject was noted with acute heart failure exacerbation. The subject was intubated, and CT chest/abdomen was performed which showed no pulmonary embolism but revealed multiple rib fractures (multiple bilateral minimally displaced rib fractures secondary to CPR and concern for aspiration. The subject was admitted to critical intensive care unit and hospitalized for further evaluation and treatment. The subject was diagnosed with non-st-elevation myocardial infarction (nstemi). The location of myocardial infarction was lateral, and mi was classified as non-q-wave mi. During the hospital stay, the subject was also noted with acute hypoxic respiratory failure. Coronary angiography revealed 50-60% in-stent restenosis at the lad. The 90% stenosed saphenous to om was successfully treated by a 4.00 mm x 20 mm synergy megatron stent. During hospital stay, the subject was noted agitated and restless. On (B)(6) 2023, the myocardial infarction was considered recovered/ resolved and the subject was discharged home with the advice to continue aspirin and ticagrelor.